Event description:
Two smart control 10x40 stents were implanted in the terminal aorta into both common iliac arteries. However, it was reported that the second stent only had a length of 20 to 30 mm after deployment instead of the 40mm stated on the products label. A third 10x40 stent was deployed in order to fully cover the lesion. There was no report of any adverse effects to the pt. The lesions were described as having little calcium or tortuosity, and pre-dilatation was performed. The physician stated that the IFU was followed and that there was nothing out of the ordinary as far as technique goes. The product remains implanted in the pt and is thus, unavailable for eval. Additionally, as the sterile lot number was not available, a device history record review could not be performed. Based on the info available and without the return of the product or films of the procedure it appears that the difficulty experienced by the customer may have been influenced by vessel characteristics or procedural factors and is not related to a product quality issue.